Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the inflation pressure would not hold and contrast was leaking while attempting to dilate a stricture. A second hurricane rx dilatation balloon of a larger size was used but the same issue occurred when trying to dilate a second stricture in the left hepatic duct. Reportedly, both balloons were examined after being removed from the patient and pinhole leaks were noted. The procedure was completed with a third hurricane rx dilatation balloon of a larger size. There were no patient complications reported as a result of this event.